Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the led indicator for the device was not working. There was no reported patient involvement/adverse patient impact.